Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that between 30-may-2022 to 05-jun-2022, the patient's infusion set's tubing detached/broken at the site connector prior to insertion. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.